Event description:
Pt stated when tank was turned on that a piece from the regulator flew across the room. Pt's wife stated that a new washer was given to them by the dealer, but her husband also applied a second washer (plastic washer). Regulator had two washers. Pt did not follow the directions for use labels".